Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an issue with the pump's time and date. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2017 with the following findings: a review of the black box did not verify the pump time and date reset issue. The time and date reset to default was duplicated during investigation. A timekeeping accuracy test was performed. The pump maintained time accurately during a five day duration test. The pump was left without power for an hour and the pump powered back on to the default time and date. The tim test was started but could not be completed due to a bt1 failure.